Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a endocardial rate sensing lead experienced inappropriate shocks. An invasive procedure was performed and the physician elected to replace the ICD and rate sensing lead. ICD and implanted: 09/19/95, explanted: 08/27/96 (implanted 11 months)